Manufacturer narrative:
Patient information not available for reporting. 510k: this report is for an unknown vertecem v+ cement/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. It is not known if device was explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter telephone and email not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: denoix e, et al (2018). What are the predictors of clinical success after percutaneous vertebroplasty for osteoporotic vertebral fractures?" European society of radiology. Volume 28. Pages 2735-2742. ((B)(6)). The aim of the present study was to identify predictive factors for mid-term outcome after vertebroplasty in osteoporotic fractures with persistent and intense pain. Between january 2014 to june 2016, 104 patients underwent vertebroplasty for fragility fractures with persistent and intense pain. Only a total of 78 patients were included in the study, 55 of them are females. The mean patient age is 75 years old (range, 55 to 92). These patients received an unknown synthes vertecem plus cement that was progressively filled to the fractured vertebral body. Follow up was done through phone with a standardized self-assessment questionnaire after a minimal interval of 6 weeks post-op. Patients were assessed if their pain level from 1 month after the intervention: had increased; was unchanged; or had slightly, moderately or significantly decreased. A moderate or significant decrease in pain after vertebroplasty were classified as a favorable outcome. Pain was also evaluated using a numerical rating scale from 0 (no pain) to 10 (the worst pain). Global satisfaction was assessed with a scale from 0 (the worst) to 10 (the best). Complications were reported as follows: one patient died. Thirty patients had poor outcome with a mean pain numerical rating scale of 6.6+/-2.0 and a mean satisfaction numerical rating scale of 2.0+/-2.8. This report is for unknown synthes vertecem v+ cement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Email address, g3: additional information provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch be filed as appropriate.